Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power, however, the device does not communicate with the radical docking station on occasion. When this occurred, the screen refreshed itself and the menus were hard to navigate because it reverts to the main screen with every refresh. Visual inspection of the device reveals that a couple spring contacts were not all aligned, thus, may intermittently cause the device to reset communication with the radical docking station. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event. Updated catalog # to "9031."

Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the display would change on its own, not allowing alarm limits to be set. There was no high voltage equipment reported as being used in the same room as the unit. There is no report of any patient impact or consequence as a result of the issue.